Event description:
It was reported that the cot dropped at the head end during a patient transport. The patient did receive medical attention for a bruise and hematoma on right thigh. There was patient involvement; however no clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot dropped at the head end during a patient transport. The patient did receive medical attention for a bruise and hematoma on right thigh. There was patient involvement; however no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The release rod bushings and slide tube assembly had been damaged.